Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 475cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. It was reported that the right breast felt different than the left breast and that there was a possible deflation. As a result, the patient underwent explantation on (B)(6) 2019.